Event description:
The event involved a 40" (102 cm) appx 7.9 ml, admin set w/2 chemolock® w/red cap, 20 drop in-line drip chamber, 0.2 micron filter, bag hanger. The customer reported that they found some type of residue inside the tubing just above the drip chamber. No patient involvement and no harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.